Event description:
On (B) (6) 2009, a pt a was implanted with a 6mm gore propaten vascular graft in a lower-limb bypass procedure. The implant was in the right leg, from common femoral to anterior tibial artery. On (B) (6) 2009, primary patency was lost, and a major amputation was performed.